Event description:
The device was used during a sigmoidectomy. The surgeon noted that when the device was fired, it laid malformed staples and did not cut the tissue. The case was completed with a like device with no pt consequence.